Event description:
It was reported that during the implant procedure, impedances measured >4000 ohms. The electrode configuration was re-arranged and this resolved the high impedance issue. Further info was requested.

Manufacturer narrative:
(B)(4).